Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Review of pump data indicated that there was no sign of a cartridge change, tubing fill, or cannula fill. Reportedly, the alarms were only cleared. There was no reported impact to the customer's blood glucose level.